Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the user confirmed that the pump turned on when plugged into a power source. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.